Manufacturer narrative:
The reported failure of [the device software has detected a large pressure drop between the monitor and outlet pressure sensors] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo o2 ventilator was returned to the third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at the third-party service center, it was noted that an error code indicting "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" was recorded in the device event log but did not reoccur and was not duplicated at service. The air pathway was inspected, and no environmental debris was found. Unrelated to the reportable malfunction, during the evaluation an error code in relation to "voltage_5vs2_fail" was recorded in the device event log therefore the system board was replaced to address the issue. The machine flow sensor has been replaced as per fsn unrelated to the reportable malfunction. The air inlet foam filter, particulate filter and internal battery were replaced as a part of preventative maintenance. Internal/external inspection of device found no cosmetic damage. The software was upgraded to version 1.06.15.00. No alarms sounded at bench run in. The device was tested and passed all test.